Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement post-operatively. It was further reported that during the implant procedure, tissue had been noted in the lead helix and removed. It was reported that the helix extraction/ retraction mechanism was noted not to be functioning smoothly. The ra lead was explanted and replaced. It was also reported that the physician was unable to engage the implantable pulse generator (ipg) set-screw to tighten on the replacement ra lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.